Manufacturer narrative:
Medical device expiration date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that leakage occurred between injector and syringe during use with a bd phaseal¿ injector luer lock n35j. The following information was provided by the initial reporter, translated from (B)(6) to english: leak from the syringe and injector connections. The red color of doxorubicin is attached to the leaked part.

Event description:
It was reported that leakage occurred between injector and syringe during use with a bd phaseal¿ injector luer lock n35j. The following information was provided by the initial reporter, translated from japanese to english: leak from the syringe and injector connections. The red color of doxorubicin is attached to the leaked part.

Manufacturer narrative:
H.6. Investigation summary: one sample was provided to our quality team for investigation. The product was visually inspected, no damage can be observed, the syringe was properly connected to the injector luer, however, red medication was observed on the connection. Functional testing was performed on the product and no leakage was observed. Product undergoes a series of testing and inspections throughout manufacturing to ensure the quality and functionality of the device, including leakage testing and verification that all critical dimensions are within specification. As lot information for this incident was not available, a device history review could not be performed. Based on the available information, we are not able to identify a root cause at this time. It is important to ensure all luer connections are securely tightened before use. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.complaints received for this defect and device will continue to be monitored by our quality team for signs of emerging trends. H3 other text : see h.10.